Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported that the video telescope had an abnormal image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.